Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted.. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had an issue with the involved angio-seal device, where the suture broke before the device had been implanted into the patient and before the anchor had been set. The device could be taken out and the patient had manual compression to achieve hemostasis. There was no harm to the patient. Additional information was received on 22january2021: the procedure was being performed was a coronary angiogram using a 6fr procedural sheath. It is unknown if there were difficulties with the arterial access, sheath, guidewire, or catheter insertion occurred. It is unknown if a pre-deployment angiogram was performed. It is unknown if there were any issues with insertion, deployment, or withdrawal of the device. No patient issues were reported. Additional information was received on 28january2021: the patient had manual compression, it was eventless and with no harm to the patient, and the patient could be discharged after a two hour follow up at the hospital. No complications or sequels.